Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to isi for failure analysis evaluation.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The pneumothorax was identified with a post-procedure x-ray. A chest tube was placed and the patient was admitted to the hospital and would probably be staying overnight. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.